Event description:
It was reported that on 20 november 2024, a 27mm navitor vision transcatheter aortic valve (serial: (B)(6)) utilizing a large flexnav delivery system (lot: 10362622). Sufficient calcium was present, aortic angle was 55 degrees. Pre-dilatation performed with 20mm z-med balloon. First deployment was high at the left coronary cusp (lcc) so the valve was re-sheathed. Second deployment positioning was good so deployment proceeded. At 80% deployment, the depth was non-coronary cusp (ncc): 3 mm, left coronary cusp (lcc): 1-2 mm. All retainer tabs were confirmed to be released. After release, the valve was at a depth of non-coronary cusp (ncc): 2 mm, left coronary cusp (lcc): 5 mm. When the delivery system was being removed, the nose cone was not fully centralized. The delivery system was attempted to be centralized. When focus switched back to the guidewire, it was noted that the valve had migrated higher due to the nose cone interacting with the valve. The valve was snared to the ascending aorta. An additional 27 navitor vision (serial: (B)(6)) was implanted successfully, with mild perivalvular leak and aortic regurgitation present. Post dilatation was performed with a 23mm z-med balloon to treat the leak. There was no under expansion observed or issue with leaflet coaptation. Patient remained hemodynamically stable throughout the procedure. Patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of perivalvular leak (pvl), central regurgitation, and aortic regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott senior design/product development engineer. Based on all available information, causes for the reported pvl, central regurgitation, and aortic regurgitation could not be conclusively determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.